Event description:
(B)(6) 2018; rt total hip replacement by dr. (B)(6), m.d. From (B)(6) at (B)(6) hospital in (B)(6). (B)(6) 2024: severe rt hip pain. (B)(6) 2024: 0800 went to the emergency department at (B)(6) in (B)(6) due to severe pain and squeaking in my rt hip. X-rays were obtained and toradol was given for pain. (B)(6) 2024: 1230 called (B)(6) to set up a follow up appointment from the ed. The instructed me that I needed to provide them with the medical records from the ed visit. (B)(6) 2024: (B)(6) called and said that dr. (B)(6) wanted 10 sec me sooner than later. So, the appointment was made for thursday, (B)(6) 2024 at 1015. (B)(6) 2024: went to appointment at (B)(6) in (B)(6) and was seen by dr. (B)(6). He stated that I needed to have emergency revision surgery of the rt hip asap. Surgery was scheduled for (B)(6) 2024, at (B)(6) hospital in (B)(6). After this appointment, I went to (B)(6) in (B)(6) to have labs drawn for surgery. (B)(6) 2024: emergency rt total hip revision by dr. (B)(6). M.d. From (B)(6) at (B)(6) (previously (B)(6) hospital) in (B)(6). Was discharged to go home after physical therapy cleared me to go home. (B)(6) 2024: 2 week post-op appointment and physical therapy at (B)(6) in (B)(6). (B)(6) 2024, 6-7 week post-op appointment at (B)(6) in (B)(6). No metal labs ordered or drawn before or after revision. Pt codes: 4561, 1924. Device codes: 3023, 3273. Ref reports: mw5181889, mw5181890.